Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during this implantable cardioverter defibrillator (ICD) interrogation, an error 1005 was seen. The details indicated that there was an open circuit detected, during a shock delivery. At the time of the report, the patient was in the hospital and very sick. The shock impedances reportedly ranged from about 115 ohms to about 169 ohms. All other measurements were good. It was also noted that the patient had received several shocks, many of which were inappropriate, as they were due to atrial fibrillation. The patient and family have decided to do nothing and the shock mode was turned off for hospice. No adverse patient effects were reported.